Event description:
Pt had oxygen blow-by cannula placed on the left lower aspect of the chin. The physician was using a needle point cautery when the oxygen tube ignited. The physician immediately removed the drapes and oxygen from the pt's face. The oxygen was shut off by the nurse anesthetist. The pt's skin on the left side of the nose and left cheek were charred.